Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: source type code, date of death, operator code, device mfg. Date. Evaluation summary: (B)(4) : no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported at implant that the right atrial lead was not able to be positioned due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.